Event description:
She is choking [choking]. Its gagging her [gagging]. Her face is swelling up [swelling of face]. Case description: on 2024-12-04 a spontaneous case was reported in united states of america by a consumer or other non-health professional via (phone) call center representative. The report concerns a female consumer. The consumer received poligrip (carna+polma cream) for indication product used for unknown indication. Batch lot number and expiry date was not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip, the consumer experienced a medically significant she is choking (preferred term: choking). The outcome of the event choking was unknown. On an unknown date, the consumer experienced a non-serious its gagging her (preferred term: retching), and her face is swelling up, (preferred term: swelling face). The outcome of the event retching and swelling face was unknown. No medical history was reported. No drug history was reported. The action taken for poligrip was unknown. Dechallenge was unknown (action taken was unknown/outcome was unknown) and rechallenge was no-n/a (no rechallenge was done, recurrence is not applicable). Causality for all the events was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I was wondering if there is a component in this that would make somebody very ill and make their face swell up. Because my mom is using this, and she is choking and its gagging her and her face is swelling up. So, I wanted to make sure if it's from the product." Case product: poligrip device MFR number: 1000415764-2024-00376.

Manufacturer narrative:
Veeva case: (B)(4).